Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted the loading units was partially fired to the 4 cm cut line and engaged in interlock. The jaws of the loading units were open. There were staples protruding from proximal staple cartridge channel. The anvil clamping mechanism was deformed, and knife blades were damaged. Pmv performed functional testing which included the loading units were loaded into a post market vigilance (pmv) instrument for functional testing. The loading units locked securely in place and was applied to test media. The interlocks were overridden, all remaining staples were placed and test media was cleanly transected. The jaws opened after the instrument return knobs were retracted. The loading units¿ interlock was tested and found to function properly. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during the sleeve gastrectomy procedure, the handle broke and made a cracking noise. The surgeon opened the jaws and discovered the last 6 staples were malformed. The surgeon removed the malformed staples and used a new device to complete the procedure. There was no harm caused to the patient. Surgical time was not extended by 30 min or more.